Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device was in back-up vvi mode. The device was programmed back to normal settings.